Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after the surgery, foley catheter had come out. The fixed water had also come out. After that, they inflated it with air and it expanded, but it gradually came out.

Manufacturer narrative:
The reported event is unconfirmed. Visual evaluation noted received 1 all-silicone temp sensing foley catheter. Inflated with 10ml mbs using inhouse syringe. Upon inflation 80:20 concentricity of balloon was present. Deflated within 52 seconds. No difficulty present during inflation of catheter. Also received 3 photo smaples: 1) top view of catheter used for the reported event. 2) end of catheter with deflated balloon present. 3) inflation cap present on catheter. Therefore, the reported event is unconfirmed. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Based on the results of the investigation no additional actions are required at this time. Corrections: d, h all available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after the surgery, foley catheter had come out. The fixed water had also come out. After that, they inflated it with air and it expanded, but it gradually came out. Per investigator's notification received on 05oct2025, it was reported that asymmetrical balloon was found during sample evaluation.